Event description:
Pt was revised to address loosening of the femoral stem. It was reported that the pt had an unnoticed fracture at the time of primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.